Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in clinic for a follow-up, upon device interrogation high threshold on the atrial lead was noted. All other sensing and pacing parameters were within normal limits. An x-ray image showed the atrial lead was still in an acceptable position, however physician booked the patient for a lead revision on an unknown date. Device had previously been reprogrammed to vdd mode and was left like this until the lead revision procedure. The patient was stable before, during, and post-clinic visit.

Event description:
New information received notes the atrial lead was explanted and replaced with a competitor lead. Patient was stable before, during, and after the procedure.